Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case. During the procedure, the mechanical guidewire - mgw was placed in the superior vena cava and the connect/double curve was advanced over it. When the physician went to remove the mgw in order to replace it for the versacross rf wire, it would not come back in the dilator and the entire system had to be removed in one piece. The physician mentioned that it kinked at the floppy j tip end or almost unraveled at the end (it appeared to almost become bunched together. Nothing broke off), which prevented it from being able to be withdrawn inside of the dilator for the exchange (it got stuck). Thus, the devices were replaced. No patient complications were reported. The procedure was completed successfully. The devices (guidewire and dilator) are expected to be returned for analysis.no other issues were reported.